Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2017 around 1:00pm. The patient reportedly obtained an inaccurately high blood glucose result of 18.8mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with insulin pump therapy and detailed that around 1:00pm she took extra bolus insulin as a result of the alleged inaccurate high reading. The patient reported that within 2 hours after the alleged product issue began she developed symptoms of shaky and out of breath which she associated with hypoglycaemia. The patient reported that she self-medicated with 6 glucose tabs and felt better within 30 minutes. The patient denied obtaining a blood glucose result on another device. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.